Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No evidence of anomalies found.

Event description:
It was reported that the remote transmission showed the patient had wavelet with "no match." It was suspected that there was a noise source present. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.